Manufacturer narrative:
Other, a product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device pressure is off. Additional info received via email 7-oct-2022: event date updated. No patient involvement.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with the manometer shifted to the left. The relief pressure knob does not spin smoothly and the housing around the battery compartment is worn. The tamper seals and labels were intact. There was no evidence of the error recorded in the event history log. The customer reported problem was verified/duplicated during functional testing. The max tidal volume was alerting to high pressure before occluding. This was due to the relief valve assembly being damaged. The root cause was traced to the customer/user interface. For corrective action, the relief valve was replaced. The previous service history has been reviewed and deemed unrelated to the current customer reported reason. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).